Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer, it was reported there was speaker malfunction inop displayed, and no sound was emitted from the speaker. The rse provided customer with a quote for a replacement speaker. The customer took responsibility for servicing the device. A replacement speaker was delivered and consumed. No further investigation or action is warranted at this time.

Event description:
It was reported there was a technical issue with the speaker. No sound was released from the speaker. The device was in use on patient at time of event, there was no adverse event reported.